Manufacturer narrative:
Evaluation results: inherent risk of procedure (failure to deliver stent and stent deformation). Patient condition affected effectiveness of the device (the lesion had 100% stenosis, severe calcification and vessel tortuosity was moderate). No results available since no evaluation was performed. Evaluation conclusion: known inherent risk of procedure (failure to deliver stent and stent deformation). Device failure/lack of effectiveness related to patient condition device (the lesion had 100% stenosis, severe calcification and vessel tortuosity was moderate). (B)(4).

Event description:
Device evaluation: the distal tip was slightly damaged. The stent was positioned correctly on the balloon between the marker bands as per specification. The stent appeared to have no damage to any of the segments or struts. The mandrel passed through the inner lumen. There were kinks noted on the hypotube at 53cm, 71.5cm and 91cm.

Event description:
The physician intended to deploy an endeavor resolute 2.75 x 24 mm drug eluting stent. The target lesion was in the rca, had 100% stenosis, severe calcification and vessel tortuosity was moderate. There were no difficulties noted when removing the device from the protective hoop and/or during preparation of the device. Initially a pre-dilatation was carried out using a 1.25 x10 mm and a 2.0 x 20 mm balloon. The device was advanced to the lesion. The device could not be implanted and was removed from the patient. It was noted that the stent was deformed. Another stent was used to complete the procedure. There were no patient complications reported. The physician commented that the damage occurred due to the difficult patient anatomy. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: related to operational context (it appears likely that the lesion morphology has prevented the device from crossing the lesion). Evaluation conclusion: operational context caused or contributed to the event (it appears likely that the lesion morphology has prevented the device from crossing the lesion).